Event description:
Information received from the affiliate states that a leak site was suspected in the balloon. Please note that multiple attempts to acquire additional information have been made and have been successful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.